Event description:
The initial reporter stated that the pump was alarming an error code 12 and they were unable to clear it. They stated that the pump had frozen. They also stated that they were "unsure of how to provide patient nutrition without a pump" and that they had gone to the hospital for the patient to receive their feeding there. Mmd did follow up with the initial reporter, and they stated that they would be receiving a replacement pump on 07/24, and would be discharged from the hospital at that point. No further information was provided. [Complaint (B)(4)]

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.